Manufacturer narrative:
The insulin pump was received with a button error alarm due to corroded keypad traces. The unit was unable to perform the basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery tests due to no button response. The following physical damage was noted: scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, and a cracked belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 356 mg/dl. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis.